Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device with the same reported issue referenced is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, after the plunger was pushed, no suture was attached with two prostyle devices. Ultrasound was used with the third prostyle device which showed how the foot caught the calcification after being opened and was not able to be positioned against the vessel wall. Under ultrasound, the foot was closed, and the device was pulled back. The foot was opened closer to the vessel wall and successfully pre-placed the suture. The suture of the fourth prostyle device was then successfully pre-placed. The sheath was upsized to an 18f sheath and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures of the third and fourth devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.